Event description:
The implant failed due to infection. The implant was placed at #46 and removed after 8 months. Traditional 2 stage surgery. Fixture was placed with primary closure. Bone augmentation material was used. Moderate oral hygiene. Moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. Device evaluation: type of test(s): re-inspect the returned product's dimensions to verify if the product meets its specifications. Inspect the implant surface by sem (scanning electron microscope) to verify sla (sand blasting with large grit and acid etching) type surface treatment was completed. Results: as a result of a re-inspection, the product meets its specifications. As a result of sem imaging, sla type surface treatment was completed. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or pt behavior.